Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that povidone iodine was leaking from the sponge of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA is open to improve the reliability of the seal on the sponge cap assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. A visual inspection was performed and the sample did not meet specification. There was an incomplete seal on the sponge cap assembly sample received for evaluation. The reported problem was identified and verified. Should additional relevant information become available, a supplemental report will be submitted.